Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Moisture was visible under the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Upon a visual inspection the insulin pump had moisture damage on the lcd board and motor. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms also, unable to verify a33 alarms due to motor error alarms. No moisture damage was found on the battery tube and vibrator assembly noted. All operating currents are within specification and passed self-test, a21 error test, off no power test, displacement test and rewind. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked reservoir tube window and cracked reservoir tube.